Event description:
The thyroid stimulating hormone (tsh) and free-t4 medical tests appear to generate false results on me. In turn some variant of hypothyroidism appears to interfere with oxybate resulting in incomplete treatment of a condition which responds to oxybate combined with levothyroxine. The condition was found to fully respond to the combination. Oscillations in symptoms associated with these tests have been observed. The observed period was roughly 24 days, but multiple medical professionals state their manuals claim it is unnecessary to run these tests more than once per month.